Manufacturer narrative:
Investigation conclusions: the examination of the pump determined the 3850 channel a pump and 3851 channel b pump operated normally when tested for flow rate accuracy. From the info available, and the examination of the pumps used during the event, the history event log assessment, the cause of this report was the inability of the user to operate the pump due to unresolved service issues. Channel a was inoperative due to the door pin damage caused by the user, and channel b was used successfully, but the procedure was delayed due to the unresolved service issue with channel a. The user had reduced confidence in the channel b pump due to the critical error 134 message seen earlier, which was an ongoing service issue that wasn't addressed prior to the event. The critical error alarm messages are described in the operator's manual. The definitions of the critical error messages are described in the service manual. A service inspection of the equipment will be performed prior to returning the product to the customer, and the recommendation to perform the routine service at the specified interval. Additionally, follow-up in-service training is being recommended by iradimed corp to the facility's staff. (B)(4).

Event description:
During an MRI scan, a hospital reported that the 3850 MRI pump was used to deliver norepinephrine, and that a possible overinfusion had occurred. Subsequent info described the problem as channel a was not functioning, and channel b had a "mechanical" sounding noise while it was operating. It has been confirmed that no overinfusion has occurred. During the event, channel b of the pump was successfully programmed for norepinephrine to infuse at 4 ml/hr with a volume to be infused of 8 ml/hr. The hospital reported that when pump was started, it was audibly very noisy, and within 1 to 1.5 minutes the patient went into "v-tach" (ventricular tachycardia) and became very hypertensive. At that point in time, the patient was disconnected from the 3850 pump, and returned back to the sicu. By the time we arrived back in sicu the patients was back in nsr (normal sinus rhythm) and normotensive. The pt recovered without incident, and no injury resulted from this event.